Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported all patient's drg leads migrated and the l5 drg lead was fractured after a fall. Additionally, the patient's right scs lead was fractured and patient also experienced pain at the scs ipg site. Surgical intervention was undertaken wherein the entire drg system, the scs ipg and scs right lead were explanted and replaced to address the issues. Effective therapy was restored post-op.